Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device batch qcbcmb, sxpp1b450 and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2020 and barbed suture was used. During the procedure, it was found that the barbs were not prominent and were not holding. Another like device of a different lot was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent to the FDA: 01/14/2021. A manufacturing record evaluation was performed for the finished device batch qcbcmb and no non-conformances were identified. Additional summary: seven unopened samples of product were received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of the needles were noted to be as expected. The sutures were dispensed and inspected along of the strand and no defects were found. Also, ten barbs were measured in each strand, and all barbs met with the requirements. In addition, the loops were as expected. The device performed without any difficulties noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 01/14/2021. Corrected h6 component code: g07002 conforming device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.